Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had no delivery alarms on the insulin pump during a bolus. Reservoir is not empty. Customer changed reservoirs and catheters. There was no improvement. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. Customer was asked to return the pump for analysis. No additional information provided.